Event description:
It was reported that during the implant attempt, the helix would not retract completely, the screw kept getting caught in the superior vena cava and couldn't advance into the atrium. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).